Manufacturer narrative:
Other (code unspecified): device discarded, identifier not known. Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Device labeling, available in print and online, states: never leave a v.a.c. ® dressing in place without active v.a.c. ® therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating clinician. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modpality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 03-mar-2020, the following information was reported to kci by the patient: on 29-feb-2020, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed and the patient was allegedly admitted to the hospital for a couple of days. He stated there were a couple of pieces of a foreign body alleged to be v.a.c.® granufoam¿ dressing stuck to the wound bed. A device history record review for v.a.c.® granufoam¿ dressing lot number 7171883v009 is currently pending completion.

Manufacturer narrative:
Based on the additional information obtained regarding the v.a.c.® granufoam¿ dressing, kci's assessment remains the same: it cannot be determined when the foreign body alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. MDR-3009897021-2020-0086 submitted on (B)(6)2020 reported the following: g1: email:(B)(6). Correction: g1:(B)(6).

Event description:
On (B)(6)2020 , a device history record review for v.a.c.® granufoam¿ dressing lot number 7171883v009 was completed. All end release testing of product and packaging met specifications.